Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test, prime test, excessive no delivery alarm test, and occlusion test. The motor was tested outside of the device and passed. No motor error alarm was noted. The insulin pump was received with cracked battery tube threads, a broken reservoir tube lip, missing reservoir tube lip seal, cracked reservoir tube window, cracked reservoir tube, cracked case near the display window corners, cracked display window, and missing segments due to bleeding display glass.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error during normal use at the time of a basal delivery. The customer did not know the blood glucose reading at the time of the alarm but noted that she had high blood glucose of 445 mg/dl at the time of the call. She advised that she treated the high blood glucose with a manual injection. The customer did not observe any significant events leading to the alarm. She stated that the insulin pump had not been exposed to a strong magnetic field. The customer was able to complete the rewind sequence. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.